Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable required replacement. The part was replaced and the issue was resolved. The replaced cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the imaging system was being booted up, it would not advance past stand alone mode. The system was rebooted several times without resolution. The system was then rebooted with the mobile view station (mvs) and image acquisition system (ias) disconnected. When they were reconnected, the system prompted the user to perform the motion calibration procedure. After the calibration was completed, the system booted up normally. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.